Event description:
It was reported that the customer had a crack on the insulin pump that is close to the battery. Customer was told by her doctor to call medtronic. Customer's blood glucose level was 482 mg/dl. Customer treated for her blood glucose level with the pump. Customer does not recall the cause of the damage. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.